Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and low blood glucose level. The customer¿s blood glucose level was 440 mg/dl and 49 mg/dl. Current blood glucose level was 254mg/dl. The high blood glucose was treated with insulin pump. Customer do not have any symptoms for high blood glucose. Customer was not using auto mode feature at the time of event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to check the reservoir and the infusion set for leaks or air bubbles. Customer stated that the insulin pump programming and the basal rate settings were checked no errors were found. The customer alleged pump under delivery. The high-pressure test were successful passed. The device will not be returned for analysis.